Event description:
It was reported that the radio frequency head was "bad." The head was returned for service. No patient complications were reported as a result of this event.

Event description:
It was reported that the radio frequency head was "bad." The head was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) intermittent telemetry when cable is moved in the right spot. Label backing is missing.